Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Educated patient on bluetooth. Patient was wearing armored motorcycled gear which is reinforced with plastic and may potentially interfere with the signal. Answered patient questions regarding clarity and android application availability. No injury or medical intervention was reported.